Event description:
It was reported that during a stenting treatment procedure, stent damage occurred following deployment. The 90% stenosed target lesion being treated was located in the mildly tortuous and non-calcified let main coronary artery (lmca). A 4.00x20mm promus element stent delivery system was advanced to the lmca and deployed. Two unspecified balloon catheters were then advanced to the left anterior descending artery and the diagonal ramus artery and dilation was performed in the kissing balloon fashion. The promus element stent appeared damaged following the balloon dilation and a part of the lmca lesion was not covered. The balloon expansion in the side branches is believed to have caused the damage. No actions were taken to treat the uncovered portion of the lesion or the damaged stent. No patient complications were reported ad the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by another device. (B)(4).